Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a clip that opened during efaa. It was reported that a patient presented with grade 4 secondary tricuspid regurgitation (tr). During an off-label mitraclip procedure on the tricuspid valve, a good grasp of the anterior and septal leaflets was made. During deployment, while performing the final 'establish final arm angle' (efaa), the clip opened. The clip was closed at 10 degrees and opened to approximately greater than 60 degrees. While the arm positioner was turned, it was evident the clip was opening. The arm positioner was turned to close, and efaa was re-attempted. The clip opened again. The arm positioner was turned all the way closed, and the lock held. The clip was deployed without further issues. The tr was reduced to grade 2, and mild the next day. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open - efaa) and off-label use (indication for use) could not be replicated in a testing environment. Additionally, the actuator coupler was observed to have corroded. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported unintended movement (clip open - efaa) associated with the clip opening from 10 degrees to above 60 degrees during efaa could not be determined. The reported off-label use (indication for use) was associated with the use of the mitraclip on the tricuspid valve. The observed corroded associated with the actuator coupler corrosion appears to be due to circumstances during device shipping. There is no indication of a product quality issue with respect to manufacture, design, or labeling.